Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back into the syringe during the vascular surgery. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this lady was cannulated with a 16g bd venflon (pro safety) in theatre prior to her anaesthetic for vascular surgery. Around 3hours into surgery the anaesthetist, dr x, on using the grey injection port, felt it 'go pop'. The venflon then bled back into his syringe and then onto the linen etc. At this point we remembered a recent email describing the same thing so we found the discarded packet, checked the lot numbers and found it to be the same. However!, by this time we had recannulated with the one and only venflon of the same lot number from a box. After following up with the customer, they replied that the 2nd incident regarding venflon pro safety was - "the valve on the venflon stopped working"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-03 h6: investigation summary two representative samples, one empty unit package, and one used sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved. The representative samples were subjected to visual inspection, injection leak test and catheter adapter leak test. The representative samples passed and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back into the syringe during the vascular surgery. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this lady was cannulated with a 16g bd venflon (pro safety) in theatre prior to her anaesthetic for vascular surgery. Around 3hours into surgery the anaesthetist, dr (B)(6), on using the grey injection port, felt it 'go pop'. The venflon then bled back into his syringe and then onto the linen etc. At this point we remembered a recent email describing the same thing so we found the discarded packet, checked the lot numbers and found it to be the same. However!, by this time we had recannulated with the one and only venflon of the same lot number from a box. After following up with the customer, they replied that the 2nd incident regarding venflon pro safety was - "the valve on the venflon stopped working"".